Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Breakage. It was reported that during the hip replacement operation,when did the "proximal reaming", breakage occurred at the threaded junction of the distal guide rod and the conical reamer. It is not known whether there are metal debris in the fracture site remained in the patient. Another device was used to complete the operation. The operation delayed about 40 mins. The patient was stable and left from hospital now.